Event description:
Reference number (B)(4). Event occurred in the united states on 30/jun/2024, the patient reported that the 4 infusion sets cannula was kinked, within 3-4 hours of insertion. There were red marks on the skin. Blood glucose at the time of event was noticed 25mmol. Furthermore, the customer confirmed that the introducer needle was ahead of the cannula prior to insertion. Patient replaced infusion set and resumed insulin deliveries successfully. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.

Manufacturer narrative:
Initial and final MDR (B)(4) device 3 of 4.